Event description:
It was reported that the patient experienced a stroke with inability to speak clearly. The catheter was also used off-label during the procedure. After a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter, and prior to patient discharge, the patient experienced a stroke with inability to speak clearly. During the procedure 52 ablation applications were made for pulmonary vein isolation (pvi) and posterior wall isolation (pwi). Use of the catheter to perform pwi constituted off-label use of the device, as it is indicated for pvi per the instructions for use (IFU). Post-procedure the patient was speaking with the anesthesiologist, but after a roughly five-minute conversation the patient became unable to speak clearly and then became unresponsive. The patient was intubated and then administered tissue plasminogen activator (tpa). All symptoms resolved approximately one to two hours later, and the patient returned to baseline. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.